Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported sterile interface module in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly was tested with a sterile interface module (sim) and instrument attached and no abnormalities were noted. Evaluation of the logs indicated that there were multiple instances of an attempt to dock an arm cart assembly without a sim being attached. There were also instances of insertion disabled due to no instrument attached. An error code was triggered, which occurs when an arm cart is docked without a sim attached to it. Another error code was triggered, which occurs when manual z-slide is requested, but no instrument is attached while the arm cart is docked. This will prevent the system from instrument drive unit (idu) movement. Evaluation of the sterile interface module confirmed the reported condition. The investigation identified the most likely cause could be traced to sterile interface module (sim) and instrument connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the instrument was initially recognized when attached to the arm but then suddenly disappeared from the graphic user interface (gui) on the operating room team interface (orti). The instrument and arm were undocked and re-docked, but the issue persisted. The sterile interface module (sim) was changed out and the issue was resolved. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the instrument was initially recognized when attached to the arm but then suddenly disappeared from the graphic user interface (gui) on the operating room team interface (orti). The sterile interface module (sim) was changed out and the issue was resolved. There was no patient injury.